Event description:
It was reported that the patients bi-v implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) sooner than anticipated. The patients right ventricular (rv) lead was exhibiting high pacing thresholds. Both the device and lead have been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 419588, lead, implant: (B)(6) 2012, model: 5592-45, lead, implant: (B)(6) 2009. (B)(4).